Event description:
Additional information received reported that examination on (B)(6) 2015 revealed incision healed, no drainage. The outcome was resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a physician via product surveillance registry (psr) regarding a patient receiving intrathecal dilaudid (concentration 40mg/ml; dose 6.001mg/day) and bupivacaine (concentration 15mg/ml; dose 2.251mg/day) via an implantable infusion pump. Patient history included non-malignant pain. The patient experienced poor wound healing. On (B)(6) 2015, examination and palpation reveled medial 1cm of the incision was not well approximated. There was some slight clear to yellowish colored drainage but there was no overt erythema or any other signs of infection. The patient was administered bactrim ds twice daily for 5 days on (B)(6) 2015 as a prophylactic treatment. The event was possibly related to the device or therapy and unlikely related to the implant procedure. Event outcome was ongoing. Additional information has been requested but was not available at the time of this report.